Event description:
Customer claims that when the sensor pad was tested with a working alarm and pressure was taken off the sensor there is no alarm tone. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be retuned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).